Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 03 matrix appeared yellow in the populate buttons. A field service engineer found that the pyxibus cable connected to the drawer controller header was partially unplugged and reseated the pyxibus cable on the drawer controller header for door 3 and also observed that matrix drawers 4 through 7 were not fully seated and reseated all connections. Finally, found that the time zone was set to pacific time instead of central time, and reset it to central time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the matrix drawer 03 was yellow in populate buttons. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.